Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion third party service technician was unable to verify the customer's reported issues. Model lap top ventilator 1150 passed 98 hour extended testing. The unit passed all testing and met all carefusion manufacturer specifications.

Event description:
The customer reported model lap top ventilator reset with an audible alarm while connected to a patient. The ventilator then went ventilator inoperable (inop). The customer stated there was no patient injury or harm associated with the reported event.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.